Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, the patient lost stimulation over time. A company representative met with the patient and deemed their ipg inoperable. As a result, the patient plans to undergo surgery.